Event description:
While attempting to debride a sternal chest wound on a patient with a very large air leak, the electro-cautery triggered a fire. The sternum was packed with laps that caught fire and flamed up. The fire was doused with normal saline, which was on the sterile field, and quickly extinguished. After the fire was extinguished the surrounding lung tissue was visibly charred. At the time of the fire the oxygen was at 100% to maintain suitable oxygen saturations because the patient could not tolerate lower oxygen concentrations due to his critical condition and underlying disease processes. The drapes remained intact and only the laps were involved in the fire. There were no injuries to the staff members involved in the incident. The anesthesia machine was inspected by the biomed department and found to be in working order. The esu was inspected by the biomed department and found to have a relay board delay (which was not contributory to the surgical site fire) and was returned to the company for repair.